Manufacturer narrative:
Batch review performed on 27 october 2025 stem: amistem h 01.18.132 amistem-h std. Size 2 (k093944) lot 134165: (B)(4) items manufactured and released on 30-oct-2013. Expiration date: 30-sep-2018. No anomalies found related to the problem. To date, all items of the same lot have been sold with one similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 10 years from the primary, revision surgery needed due to a loose stem. The cause is unknown. The surgeon revised the medacta stem, head and cup with competitors and the liner with a new medacta liner (an hooded liner instead of the flat liner that was originally implanted).the surgery was completed successfully.